Event description:
Patient reports recent cold illness. Patient also reports pump not pushing medication as fast as previously. Takes significantly longer. No other information known. Pump serial number: (B)(6). Pump maintenance due date is unknown as not reported. No missed doses. Unknown if patient has defective device on hand for return. No additional information available. Reported to (B)(6) by: patient/caregiver.